Event description:
During a shoulder arthroscopic decompression procedure, it was stated that the probe being used caused a burn to the pt's skin at the site of the lateral portal. They switched probes and proceeded without further incident.